Event description:
It was reported that this implantable lead was explanted due to not sutured down properly, leading to dislodgment and a change in impedance. This lead was successfully replaced. No additional adverse patient effects were reported.